Event description:
It was reported in a foreign vigilance report that during a procedure performed with a lumenis slimline 550 reusable laser fiber delivery device the fiber snapped during use resulting in a small burn to surgeon's left palm. The initial reporter stated the break occurred on the tenth (10th) use of the subject device. The initial reporter stated no medical intervention was required to preclude permanent impairment. The burn is reported to have healed with no permanent injury.

Manufacturer narrative:
Lumenis investigated the event report contacting the initial reporter to obtain investigation information which was provided. The fiber was returned to lumenis for examination. A visual inspection of the returned subject device by lumenis technical specialist concluded the probable root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu. A review of product labeling confirmed that labeling did not contribute to the reported. A review of the risk analysis found event recurrence to be extremely remote and within statistical limits with low potential for complications to the patient. Lumenis risk analysis consider about 10 cases of such burns of fiber per year; the reported event is within acceptable statistical limits of risk analysis. Lumenis confirmed with the local distributor that customers purchasing subject device fiber are trained to refrain from bending the fiber during use. Additionally, the distributor stated that end users are advised to not handle the device during deployment of laser energy.